Manufacturer narrative:
Continuation of d10: product ID 8781, lot# 0206359517, implanted: (B)(6) 2013, explanted: (B)(6) 2024, product type catheter. H1. Update: the type of reportable event was updated from being a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The pump underwent normal replacement regarding battery life. The catheter was also explanted on (B)(6) 2024. The catheter was discarded. Regarding the changes in the patient's body were thought to be the cause of the inadequate efficacy, it was judged that the effect was insufficient due to worsening of spasticity. Regarding the report of the diffusion was insufficient due to the contrast study, it was noted there were no problems with catheter patency, but there was insufficient diffusion of the contrast agent in the medullary cavity. It was unknown if there was a flow issue.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon (unknown dose and concentration) via implanted infusion pump indicated for hypoxic encephalopathy. It was reported that around (B)(6) 2023 the patient had inadequate efficacy. The issue had not recovered as of (B)(6) 2024. The causal relationship with the drug was not related. The causal relation with the catheter, pump, programmer, and procedure was reported as none. Around (B)(6) 2023, the dosage was adjusted and increased due to insufficient effect. No effect was observed in increasing the dosage or adjusting the administration. On (B)(6) 2024, a catheter contrast study was performed. The drug (csf) could be aspirated, but the diffusion was insufficient even with contrast radiography. It was reported that although the condition had been poor to begin with, there had been an impression that the effects had been insufficient for about half a year. There were no problems with the variability rate, and there was no change in the dosage and mode adjustment, so a contrast study was performed. The effect of the drug not diffusing in the medullary cavity could not be ruled out; the cause was unknown, but there might be some insulator near the side hole at the catheter tip. Catheter reconstruction would be considered. There were no problems with the system itself, and it was believed to be associated with some changes in the patient's body. It was further reported that the previous surgery only involved pump replacement, so there seemed to be no particular problems with the surgical procedure.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0206359517. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-oct-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.